Event description:
Hcp reports a pt with an "inflammatory granuloma t10." The pt presented with signs of the mass including a recent escalation of intraspinal medication doses and new or different sensory complaints or parethesia in the left leg. An MRI was performed 2003. The MRI impression: "focal ovoid lesion of approx 1.5 x 7 to 8mm in the right side of the spinal canal at the t9 t10 level." The pump was refilled with saline 13 days later. No cultures were taken. The present status of the pt is reported as stable. A repeat MRI is planned.